Manufacturer narrative:
Revision occurred 2 weeks after the prior revision, for a dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 14 days after the previous revision surgery which occurred on (B)(6) 2024. Primary surgery occurred on (B)(6) 2024. The first revision surgery was for a patient fall. For this revision, no fall or other trauma reported. This revision occurred for dislocation of no known cause. 36 mm + 3 humeral stability cup and 9 mm humeral spacer explanted. These parts were replaced with a 50x19 centered head and 24 mm eccentric adapter. Distributor confirms that this is a conversion to a hemi resulting in no humeral cup present in the system. Distributor confirms that no non-fx product was implanted for explanted.